Manufacturer narrative:
Manufacturer's investigation conclusion: although evaluation of (B)(6) confirmed a kink in the outflow graft, a specific cause for the observed kink in the outflow graft could not conclusively be determined through this evaluation. The report of low flow alarms was confirmed through the analysis of the submitted log file; however, a specific cause for the reported low flow alarms could not be conclusively determined through this investigation. The submitted system controller event log files captured several low flow alarms including a period of approximately 2 hours on (B)(6) 2019 during which flow reached as low as 0.6 lpm. By (B)(6) 2019, flow had increased to 4.2 and remained above the low flow threshold of 2.5 lpm throughout the remainder of the captured data. (B)(6) was returned assembled with the pump cable severed approximately 9¿ from the pump housing. The modular cable and the remainder of the pump cable were not returned. The sealed outflow graft and the sealed outflow graft bend relief were returned detached from the pump cover outlet port. The apical cuff was returned properly secured with the fully engaged cuff lock. A crease was observed along approximately 3¿ of the outflow graft beginning approximately 0.5¿ from the graft attachment. The tissue accumulation present on the exterior of the outflow graft (outside of the blood flow path) appeared to have formed around this kinked area, suggesting that the graft had been kinked for an undetermined period of time while the device was supporting the patient. The lumen of the outflow graft revealed a normal accumulation of blood, but no developed depositions or thrombus formations. A specific cause for the observed kink in the outflow graft could not conclusively be determined through this evaluation. Incidental finding: one of the detents on the outflow graft attachment was bend inwards. This damage to the detent was an additional observation. Although the cause of the damage could not be conclusively determined through this evaluation, the damage appeared to have been caused during the explant process and was not believed to have contributed to the reported event. Examination of the textured blood-contacting surface of the inflow cannula revealed a white and red, tissue-like deposition along the proximal edge of the textured surface and in the lumen of the inflow cannula. The deposition was adhered to the textured blood-contacting surface and was minimally obstructive to the blood flow path, suggesting that it likely would not have contributed to a functional or flow issue. Visual inspection of the remaining blood-contacting surfaces of the device revealed no evidence of any additional depositions or thrombus formations. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The lvad event and periodic log files retrieved from the returned device appeared to capture the device functioning as intended. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. While a duration of time for which the kink in the outflow graft was present could not be determined through this evaluation, it could have contributed to the low flow alarms that were confirmed through the submitted log files. Furthermore, while a specific cause for the development of the observed adhered deposition in the lumen of the inflow cannula as well as a duration of time for which is was present could not be conclusively determined through this evaluation, the deposition appeared consistent with poor surface washing due to a flow issue. No further information was provided. The manufacturer is closing the file on this event

Event description:
Additional information as of (B)(6) 2019: it was reported that the computer tomography scan confirmed outflow graft occlusion. Additional information as of 18apr2019: it was reported that there have been no low flow events recorded since (B)(6) 2019. The log file has captured routine events, and there have been no notable alarm or parameter changes either between the previously sent event log and this current event log which ends on (B)(6) 2019 at 7:39:56 p.m. Additional information as of 24apr2019: it was reported that the patient was transplanted on (B)(6) 2019. Patient had been asymptomatic and on supportive care. Patient was "transferred" to the intensive care unit(ICU) and uplisted for cardiac transplant. International normalized ratio(inr) reversal. Patient has experienced worsening renal function during the low flow period because of lvad therapy/treatment. Low flows were confirmed, where the flow was less than 1 for about 6 hours. However the patient was admitted for non-vad related reasons at the time of the onset. It was reported that the patient was transplanted on (B)(6) 2019. Additional information as of 29apr2019: it was reported that the patient was elevated to a status 2 due to outflow graft obstruction. No further information provided.

Manufacturer narrative:
No further information was provided a supplemental report will be submitted when the manufacturers investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: although evaluation of (B)(6) confirmed a crease in the outflow graft, a specific cause for the observed crease in the outflow graft could not conclusively be determined through this evaluation. The report of low flow alarms was confirmed through the analysis of the submitted log file; however, a specific cause for the reported low flow alarms could not be conclusively determined through this investigation. The submitted system controller event log files captured several low flow alarms including a period of approximately 2 hours on (B)(6) 2019. By (B)(6) 2019, flow had increased and remained above the low flow threshold of 2.5 liters per minute (lpm) throughout the remainder of the captured data. (B)(6) was returned assembled with the pump cable severed approximately 9¿ from the pump housing. The modular cable and the remainder of the pump cable were not returned. The sealed outflow graft and the sealed outflow graft bend relief were returned detached from the pump cover outlet port. The apical cuff was returned properly secured with the fully engaged cuff lock. A crease was observed along approximately 3¿ of the outflow graft beginning approximately 0.5¿ from the graft attachment. The tissue accumulation present on the exterior of the outflow graft (outside of the blood flow path) appeared to have formed around this creased area, suggesting that the graft had been creased for an undetermined period of time while the device was supporting the patient. The lumen of the outflow graft revealed a normal accumulation of blood, but no developed depositions or thrombus formations. A specific cause for the observed crease in the outflow graft could not conclusively be determined through this evaluation. One of the detents on the outflow graft attachment was bend inwards. This damage to the detent was an additional observation. Although the cause of the damage could not be conclusively determined through this evaluation, the damage appeared to have been caused during the explant process and was not believed to have contributed to the reported event. Examination of the textured blood-contacting surface of the inflow cannula revealed a white and red, tissue-like deposition along the proximal edge of the textured surface and in the lumen of the inflow cannula. The deposition was adhered to the textured blood-contacting surface and was minimally obstructive to the blood flow path, suggesting that it likely would not have contributed to a functional or flow issue. Visual inspection of the remaining blood-contacting surfaces of the device revealed no evidence of any additional depositions or thrombus formations. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The left ventricular assist device (lvad) event and periodic log files retrieved from the returned device appeared to capture the device functioning as intended. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. While a duration of time for which the crease in the outflow graft was present could not be determined through this evaluation, it could have contributed to the low flow alarms that were confirmed through the submitted log files. Furthermore, while a specific cause for the development of the observed adhered deposition in the lumen of the inflow cannula as well as a duration of time for which is was present could not be conclusively determined through this evaluation, the deposition appeared consistent with poor surface washing due to a flow issue. Heartmate 3 lvas IFU, rev. C, and heartmate 3 lvas patient handbook, rev. C, are currently available. The preparing the sealed outflow graft section of the hm3 IFU explains how to attach the sealed outflow graft to the aorta. The attaching the sealed outflow graft to the pump subsection instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. The IFU also provides instructions for device implantation including how to properly insert the inflow cannula. Prior to advancing the inflow cannula into the left ventricle through the apical cuff, the user is instructed to remove the glove tip from the inlet extension and inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow. The introduction of the hm3 IFU explains the pump parameters, including pump flow, pump speed, pulsatility index, and pump power. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. The hazard alarms sub-section of the hm3 IFU notes that ¿changes in patient conditions can result in low flow, such as hypertension.¿ finally, the alarms and troubleshooting section of the hm3 IFU explains all system alarms, including low flow alarms, and the recommended actions associated with them. The alarms and troubleshooting section of the hm3 patient handbook explains how the low flow hazard alarm presents on the system controller and what actions should be taken to resolve the alarm. A section on handling emergencies is also provided in this document. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Information requested but not provided. Approximate age of device 1 year, 6 months. The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided a supplemental report will be submitted when the manufacturers investigation is completed.

Event description:
Patient was implanted with left ventricle assisted device heartmate 3 on (B)(6) 2017. It was reported that the patient had sudden onset low flow alarms, CT confirmed outflow graft occlusion. No further information provided.